Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) backed up after the non-cordis sheath was backed up and the advancer tube was stuck in the non-cordis sheath and the sealant also came along. Physician had to empty the balloon and resort to manual compression and femostop according to standard procedure. There was no reported patient injury and no groin complications. The physician is experienced in use of the device and has used it at least five hundred times. The procedure used an antegrade approach and was a routine fempop and "crural" intervention. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) backed up after the non-cordis sheath was backed up and the advancer tube was stuck in the non-cordis sheath and the sealant also came along. Physician had to empty the balloon and resort to manual compression and femostop according to standard procedure. There was no reported patient injury and no groin complications. The physician is experienced in use of the device and has used it at least five hundred times. The procedure used an antegrade approach and was a routine femoral/popliteal (fempop) and "crural" intervention. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.